Event description:
A malfunction was reported with the display showing "malf 12" and further details indicated a fault ID was available, identified as 0x2071. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance for resetting the pump, which resolved the issue with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support again if any further issues occurred.